Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false occlusion alarm was confirmed. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module master software version (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "constant occlusion fault." It is unknown when or in which care area this event occurred. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.